Event description:
It was reported via the patient's attorney that the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.